Event description:
A diabetes educator reported that a patient experienced repeated site infections while using the pod. The patient initially developed an infection at the left thigh site after pod #1 placement. Following a second pod change to the right thigh, the patient developed another infection. Both infections required a course of antibiotics for treatment. Specific details regarding the regimen were not provided. The patient has since switched to using the abdomen for pod placement and has no further issues. This case documents the second infection associated with pod #2 on the right thigh.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Updated b5 as new information was received on 06jan2026.

Event description:
A diabetes educator reported that a patient experienced repeated site infections while using the pod. The patient initially developed an infection at the left thigh site after pod #1 placement. Following a second pod change to the right thigh, the patient developed another infection. Both infections required a course of antibiotics for treatment. Specific details regarding the regimen were not provided. The patient has since switched to using the abdomen for pod placement and has no further issues. This case documents the second infection associated with pod #2 on the right thigh. Additional information was received on 06jan2026. The legal guardian confirmed repeated pod-site infections occuring in both thighs. Topical mupirocin (bactroban) was applied twice daily and patient received oral antibiotics. The initial oral antibiotic was ineffective; a broader-spectrum oral antibiotic ¿ one tablet taken four times daily for a one-week-course ¿ subsequently produced improvement. The legal guardian does not recall the oral antibiotic name(s). These two events occurred in close succession, around late november and early december 2025. Dates recorded included medical attention sought on (B)(6) 2025 (insulet reference number: (B)(4)) and medical attention sought on (B)(6) 2025 for the second event (insulet reference number: (B)(4)).